Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There were no non-conformances related to the reported issue. The product sample consisted of a palindrome 23/40 kit w/ slot. The catheter was received cut approximately at 1.5 cm below the hub and presented signs of use. After a visual inspection, a hole was found on the upper area of the venous extension, just below the blue adapter. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was in use for 15 months. The device was more like damaged during use. The most probable root causes could be due to excessive force used or the device may have been in contact with a sharp object. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the palindrome catheter was leaking blood 105 minutes into a 4 hour dialysis treatment. The leak was at the site where the blue plastic (venous) hub connects to the silicone tubing. The palindrome catheter had been in the patient and used for dialysis treatment several times per week for 15 months. Corrective action taken relevant to the care of the patient: the palindrome catheter was clamped to prevent further leakage. Dialysis treatment was stopped. The palindrome catheter was removed and replaced with a new catheter.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.